Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose levels would go from 152 mg/dl to 225 mg/dl and then to 250 mg/dl. The insulin pump was delivering too much insulin. When the customer primed the tubing, she saw insulin squirting out of the tube but did not see any numbers on the screen. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent blank display when a button was pressed due to a short at the liquid crystal display driver board. The functional tests could not be performed due to the display anomaly. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.